Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/10/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No data was provided for evaluation. Loss of connection was not determined. A probable cause could not be determined. No additional event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse - the patient closed the mobile app. No injury or medical intervention was reported.